Event description:
It was reported that excessive friction was encountered with the guide/sheath or micro sheath. Reportedly, the tip of the recanalization catheter detached from the rest of the catheter.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The user stated doctors had called the laboratory questioning calcium results for patient samples tested on the cobas c501 analyzer. To investigate, the user recalibrated the assay and repeated testing for 27 patient samples on (B)(6) 2010 on cobas c501 analyzer serial number (B)(4). Of the data provided, the results for 11 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 10.6, repeat result was 9.8. Patient sample 2 was from a male born on (B)(6). The initial result was 10.6, repeat result was 9.2. Patient sample 3 was from a female born on (B)(6). The initial result was 10.6, repeat result was 9.7. Patient sample 4 was from a male born on (B)(6). The initial result was 10.5, repeat result was 9.5. Patient sample 5 was from a male born on (B)(6). The initial result was 10.8, repeat result was 9.8. Patient sample 6 was from a female born on (B)(6). The initial result was 10.5, repeat result was 9.7. Patient sample 7 was from a female born on (B)(6). The initial result was 10.7, repeat result was 9.9. Patient sample 8 was from a female born on (B)(6). The initial result was 10.6, repeat result was 9.8. Patient sample 9 was from a male born on (B)(6). The initial result was 10.7, repeat result was 9.9. Patient sample 10 was from a female born on (B)(6). The initial result was 12.0, repeat result was 10.8 with a data flag. Patient sample 11 was from a female born on (B)(6). The initial result was 11.1, repeat result was 10.3. The user could not provide further information concerning the patients as the information was not available to her. The calcium reagent lot number was 62601901. The field service representative could not determine a cause. He checked the analyzer and performed preventive maintenance. The user verified the analyzer performance by running precision testing, calibration and quality control with all results within specifications.